Manufacturer narrative:
This report is submitted on may 27, 2022.

Event description:
Per the clinic, the patient experienced an infection (site of infection is unknown i.e. If it is device related) and pain. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient experienced infection (specific date not reported) at implant site and subsequently treated with IV and oral antibiotics (specific date and duration not reported) . This report is submitted on july 14,2022